Event description:
The customer stated that the central monitoring system (cns) did not alarm or notify them that the pt leads were off. The pt coded and is now on a ventilator and is brain dead. They stated that the lead block was pulled apart when they found the pt unresponsive, and our clinical application specialist that went on site saw that the spo2 probe off message alarmed for 1 hour and 49 minutes. Ref MFR #8030229-2015-00049,